Manufacturer narrative:
(B) (6). The ge service rep troubleshot the system, isolated the problem to defective interconnect cable, replaced the interconnect cable, and checked the system for proper operation. The system performs as intended.

Event description:
The customer reported the system blooms out (image quality) and must be shut off and have to re-boot the goes back to normal.